Manufacturer narrative:
The february 2007 15-month trend report for all complaint failure modes was reviewed; no adverse trends were notred. A review of the device history record was performed for lot 8975103 and revealed no anomalies.

Event description:
It was reported to boston scientific corp. In 2007 that a patient underwent the removal of a flexima 8f drainage catheter. The physician stated that due to difficulty removing the catheter, general anesthesia was required. The complainant has reported that no serious injury has occurred. Repeated attempts to obtain additional details on this event have been unsuccessful. If additional information becomes available, a supplemental MDR will be submitted.